Manufacturer narrative:
Although it has been indicated that the used device will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, smartport placed on (B)(6) 2017. Swelling in the area, most likely caused by catheter fracture, resulted in the port being removed on (B)(6) 2017. Patient had been receiving chemo treatment. It has been indicated that the used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse event was identified. No device was returned for evaluation, despite multiple good faith efforts. Therefore, the root cause of the reported event is unable to be determined. A potential root cause for the catheter fracture may be due to "pinch off syndrome". The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". Angiodynamics incoming inspection for the port catheters include verification for certificate of material compliance, material, particulate, packaging, print and ultimate tensile force. (B)(4).